Event description:
The patient was treated with antibiotics for a possible infection of the lifesite system. No cultures were taken; however, pus was expressed from one of the lifesite valve locations.